Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump failed to power up when plugged into a power source for an extended period of time. No impact to the customer's blood glucose as they were using an alternate pump for insulin therapy.